Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of invertedly increasing the dose of a dexmedetomidine could not be investigated; however, the facility confirmed that it was caused due to a user programming error. Inspection and testing of the device could not be performed as it was not provided for investigation. Clinical advisory messages can be programmed in the guardrails editor during dataset programming to display a message to the user before starting the infusion. ¿you can associate clinical advisories from the master clinical advisory list with specific drugs within the profiles developed for your hospital. Each drug or fluid setup can have only one clinical advisory. Clinical advisories do not appear on the pcu when it is in anesthesia mode¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of invertedly increasing the dose of a dexmedetomidine infusion from 0.5mcg/kg/hr to 3mcg/kg/hr was confirmed by the facility to be due to a user programming error when trying to program a 0.3mcg/kg/hr dose. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported dexmedetomidine inadvertently increased on the pump from 0.5 mcg/kg/hr to 3 mcg/kg/hr instead of decreasing it from 0.5mcg/kg/hr to 0.3 mcg/kg/hr. There was patient involvement however no patient harm. Customer has made a product enhancement request for the development of clinical decision support for significant dose changes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported dexmedetomidine inadvertently increased on the pump from 0.5 mcg/kg/hr to 3 mcg/kg/hr instead of decreasing it from 0.5mcg/kg/hr to 0.3 mcg/kg/hr. There was patient involvement however no patient harm. Customer has made a product enhancement request for the development of clinical decision support for significant dose changes.